Event description:
It was reported that the ICD charged to deliver a 35 joule shock; however, the delivered energy was only 13 joules. A lead failure was suspected. Testing of the right ventricular lead revealed that the defibrillation coil was 'ok', and is still in use. The svc coil is no longer being used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.